Event description:
It was reported the fan is broken. It was also reported there was a software error; it was noted critical error occurred during boot up. The software would run after numerous power down attempts. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer had a noisy system fan. It is noted there were no errors found in the programmer error log. Analysis also found the stylus was missing and the keyboard cable strain relief was broken. (B)(4).